Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was exposed moisture and screen was flashing white as well as keypad was unresponsive. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Unable to verify missing segments, partial display or unresponsive buttons due to blank display. Insulin pump received with corroded battery tube and corroded motor home switch.